Event description:
The lay user/pt contacted lifescan alleging that the product was having the following packaging issue. Strips missing. The pt's entire starter kit is being replaced. There were no allegations of harm or injury.